Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was 2 1/2 vertebral body lead migration caudal. Patient describes multiple falls in the past couple of weeks that may have contributed to this. Impedance and connectivity normal. Reprogrammed system for improved coverage. Issue was not resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10-jul-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.